Manufacturer narrative:
Date sent: 5/31/2007. Evaluation summary: the analysis results confirmed that the device was received with the left jaw ramp broken off. The instrument was cycled and short fed the remaining clip due to the jaw condition.

Event description:
It was reported that during a lap chole procedure, upon firing and trying to retrieve clip, the overload mechanism failed. This was the 7th or 8th firing. Case was completed with another same like device with no patient consequence.